Event description:
The event is reported as: the anesthesiologist alleges that the curvature of the nasal endotracheal tube inhibits his ability to pass the endotracheal tube through the vocal cords. The customer alleges that the patient's oxygen saturation was falling, however never reached a dangerously low point before an alternative method was successful. The patient's condition is reported as fine.

Manufacturer narrative:
Device available for evaluation: - the customer reports that the actual device involved in the incident is not available. However, a new representative sample from the same lot will be returned for evaluation. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, performed cuffed nasal, 7.0, lot #01e1300102 was manufactured on 05/15/2013. The DHR investigation did not show issues related to complaint. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.